Event description:
This companion 2 driver was not supporting a patient. The customer reported that the companion 2 driver was connected to a patient simulator (mock tank) and was simulating a patient start-up situation. The drive rate was at zero bpm with left drive pressure set at 180 mmhg, right drive pressure set at 80 mmhg and zero vacuum. The customer pressed the single shot option on the driver, and the ¿single compressor malfunction¿ alarm appeared on the alarm banner. This message could not be cleared until the driver was turned off and restarted. The customer also reported that the driver functioned as expected despite the alarm message. The companion 2 driver was returned to syncardia for evaluation, and the results of the investigation are provided in the investigation report attached hereto. The ¿single shot¿ option is only available on a companion 2 driver while it is in single pulse mode which is a sub-mode under the operating room (or) mode. A single pulse (¿shot¿) is used by the clinical staff to remove air (de-airing) from the syncardia temporary total artificial heart (tah-t) prior to supporting the patient. Alternative methods of de-airing may also be used. A ¿single compressor malfunction¿ alarm is displayed when the pressure in the main buffer tank falls below a specified limit.

Manufacturer narrative:
The ¿single compressor malfunction¿ alarm reported by the customer was verified upon evaluation at syncardia. Although there was no malfunction of the compressor, the driver exhibited an erroneous alarm notification. A root cause for the reported issue was not determined. A potential cause is compressor output variability. Additional optimization of the compressor output, along with the alarm threshold for a single compressor malfunction while in single pulse mode, is recommended. The reported issue poses a low risk for a patient. The alarm did not occur while the driver is supporting a patient because the single pulse mode is used prior to patient support. The alarm does not occur when single pulse mode is entered slowly, and the alarm clears upon execution of the system check. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.